Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with the vistec gauze. The customer reports the gauze was linting in the pt.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.